Manufacturer narrative:
Additional information: e1(event site state: (B)(6), event site postal code: (B)(6). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had found that during the initial inspection of the malfunction was found while testing the machine for a while , the machine would display an "alarm circuit leakage" warning. It was being found that the x1 shuttle pressure had an abnormal value (17) from a +/- 4 and the shuttle tansducer could not be calibrated. The company is in the process of ordering spare parts to test the damage and will notify the hospital when corrections will be made. There is no involvement of the patient during this incident.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) units circuit is leaking. There was no patient involvement.